Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration during testing. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the battery door broken and the tamper seal missing. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated during functional test; found that the upstream sensor was functioning as intended, however, the downstream sensor failed the calibration test and would not alarm when tubing was clamped. The downstream sensor failed to calibrate, which was the cause of the reported issue. For corrective action, the downstream sensor was replaced. The root cause was unknown. There was a pin stuck issue during the manufacture of this device which required some re-assembly to resolve. There was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).